Event description:
It was reported that the procedure that was done was a bowel procedure. The first surgery was done on a thursday and the patient was taken back to surgery on sunday. The patient had a leak. It is unknown when the leak occurred. A couple of days after the second surgery the patient expired related to complications. No device returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what was the initial procedure? Was the anastomosis complete? Was a leak test performed? Was a linear stapler used in the procedure? What was the gap scale set to on the device? What were the patient¿s symptoms for the reoperation? What did the staple form look like? Where was the leak site located? How was the leak addressed in the second procedure? Was the cause of the patient death determined? Were there any patient complications that contributed to the death? Could you provide patient age, gender and relevant medical history?